Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was not using auto mode feature at the time of reported high blood glucose event. Customer also reported that there was blood at site. The customer declined troubleshooting for high blood glucose level. Troubleshooting was done for blood at site. Customer stated site was not actively bleeding at time of the call. Customer did not received any medical treatment as a result of site issue. The insulin pump was not returned for analysis.